Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: a fold crease, wear abrasion, one linear opening on the posterior side and yellow particles in the inner surface. A leak test and microscopic analysis were performed which identified: one smooth crease opening on the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: one smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation, "has always been riding a little higher" and "contracture of capsule". Device has been explanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation, "has always been riding a little higher" and "contracture of capsule". Device has been explanted.